Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that charging the implanted neurostimulator is taking longer to charge the last 6-8 months; it can take 4- 5 hours. Patient could not confirm if they get good coupling and did not have recharger with him for troubleshooting. He usually lets implant charge get to about 25% and then charges. Patient services reviewed he may want to charge more frequently. No symptoms were reported. The patient said there was no change in settings. They started charging more frequently and the issue is continuing.